Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, indicating a fill estimate issue. The displayed fill estimate value was 105 and was not changing despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. The customer was educated by technical support that this issue can occur due to variance in measured pressures used to calculate insulin remaining. The customer understood and acknowledged this information.